Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal dropped inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. There were traces of blood on the loading device. The seal and tension spring assembly remained inside the loading device. The outer most tip of the seal was deliminated. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure "failure to load' and the analyzed failure mode "cracked seal". Specific actions for the reported failure mode are being maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal dropped inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.